Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). A 3.5x28 promus element stent delivery system (sds) was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was flared. The physician used another of the same device to complete the procedure successfully. There were no patient complications.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). A 3.5x28 promus element stent delivery system (sds) was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was flared. The physician used another of the same device to complete the procedure successfully. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the returned stent delivery system (sds) revealed distal stent damage. The struts on rows 1 to 4 were raised. There were no kinks or damage noted along the shaft of the device. The balloon and tip sections of the device were examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).